Event description:
Oracle ro (B)(4): it was reported that the pump was not powering on, the battery separator was loose, and the device constantly alarmed. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. Battery compartment cracked and missing battery door. During functional check, the reported complaint was not verified. However, the battery separator loose is caused by the cracked battery compartment. Root cause was found to be the cracked battery compartment. Replaced battery compartment and battery door.

Event description:
Additional information was received which included the event date and that the event occurred before infusion with the patient. The event did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5).